Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had an epidural catheter inserted. The epidural pump alarmed occlusion. Regular trouble shooting was ineffective. The doctor visited and was unable to inject solution into the tubing. The epidural tubing was removed, and fluid could not be flushed through. A new catheter was inserted in the patient.

Event description:
It was reported that the patient had an epidural catheter inserted. The epidural pump alarmed occlusion. Regular trouble shooting was ineffective. The doctor visited and was unable to inject solution into the tubing. The epidural tubing was removed, and fluid could not be flushed through. A new catheter was inserted in the patient.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported they could not inject through the catheter. The customer returned one 10ml luer-lock syringe, one snaplock adapter, and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the extrusion and biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq- 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester ((B)(4)) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.2ml/min ((B)(4)), which is within the specification of 1ml/min. No blockages were found. The reported complaint of being unable to inject into the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.